Event description:
Knee revision due to infection. A washout was performed & x3 insert was replaced. The insert was replaced as the original was removed to gain better access to back of knee for procedure. There were no issues with the integrity of the insert insitu or any other prosthesis part insitu. The insert was replaced with the same size - cs#5 16mm thick x3 poly. The insert was removed along with the wire by bristow. Slight yellowing on condyle contact areas of insert noted. Bleeding in joint was also noted. Insert is approximately 14 months old.

Manufacturer narrative:
\An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: apart from staining, markings and damage - consistent with in vivo clinical use and subsequent explantation procedure - the device is unremarkable. Visual inspection: there is damage to the anterior aspect of the insert consistent with the removal of the insert from the baseplate. There is evidence of slight pitting to the bearing compartment, consistent with in vivo clinical use. Yellow staining is also evident in these areas due to ingress of bodily fluids, also consistent with in vivo clinical use. Otherwise, the product appears unremarkable. Medical records received and evaluation: a review by a clinical consultant was not performed as records were not provided. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Knee revision due to infection. A washout was performed & x3 insert was replaced. The insert was replaced as the original was removed to gain better access to back of knee for procedure. There were no issues with the integrity of the insert insitu or any other prosthesis part insitu. The insert was replaced with the same size - cs#5 16mm thick x3 poly. The insert was removed along with the wire by bristow. Slight yellowing on condyle contact areas of insert noted. Bleeding in joint was also noted. Insert is approximately 14 months old.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.